Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Reaction was described as an itchy, red and raised, located in the area where the sensor pod laid. On (B)(6) 2016, the patient's mother consulted with the dermatologist, as the reaction did not become bad until (B)(6) 2016. The dermatologist prescribed triamcinolone cream. On (B)(6) 2016, the patient's mother called the dermatologist, as the triamcinolone cream was not strong enough. The dermatologist than prescribed betamethasone, for the same reaction. No additional event information was provided.